Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during. Section: warnings & cautions: cautions. ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings & cautions: warnings: section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿

Event description:
The user facility reported that upon insertion of axillary impella 5.5, the axillary artery tore. The patient needed a blood transfusion and surgical repair of the vessel. The axillary artery tore just distal to anastomosis during insertion. Attempt to advance was done and the axillary artery was dissected. The decision to abort the impella 5.5 placement, repair the vessel and implant an impella cp via the axillary artery was made. Additional information was received that the bleeding was from a skin tract ooze as identified by surgery. The pump is not available for return.

Manufacturer narrative:
Medical safety/clinical reviewed the event. A 75-year-old female with a medical history significant for peritoneal dialysis¿dependent end-stage renal disease (esrd), hypertension, diabetes mellitus, congestive heart failure, atrial fibrillation, peripheral arterial disease (pad), coronary artery disease (cad), prior nstemi, tobacco use, and asthma presented with chest pain and was diagnosed with non-st elevation myocardial infarction (nstemi) complicated by cardiogenic shock. The patient was taken to the cardiac catheterization laboratory, where significant peripheral arterial disease was noted. An intra-aortic balloon pump (iabp) was placed, and cardiothoracic surgery was consulted. The patient subsequently underwent coronary artery bypass grafting x2vessels. Postoperatively in the intensive care unit (ICU), the patient developed post-cardiotomy cardiogenic shock (pccs). A decision was made to proceed with axillary impella 5.5 placement for additional mechanical circulatory support. During insertion of the impella 5.5 via the axillary approach, the was an axillary artery tear. The patient required blood transfusion and surgical repair of the vessel. Following repair, an impella cp was successfully implanted via the axillary artery, and the iabp was removed. A couple of hours later, a hematoma developed at the femoral access site. The patient subsequently became vasoplegic with loss of pulsatility and developed pulseless electrical activity (pea) arrest. Return of spontaneous circulation (rosc) was achieved; however, left ventricular collapse was noted. The patient was transferred back to the unit, and the care was withdrawn. The patient expired. Note: h6. Component code and investigation type/findings/conclusion coding remain unchanged as previously reported. Related medical device reports: this is one of two devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.

Manufacturer narrative:
The investigation for the reported vascular dissection and delivery issue has been completed. The root cause of the deliver issue was determined to be patient condition as the patient had resistance at anastomosis preventing successful delivery of impella.the root cause of vascular dissection cannot be determined since insufficient clinical details were provided.